Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
Alleged loss of data. The investigation is in process.

Event description:
As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the attached medical device report as a follow-up to the original MDR submitted 08/08/2016. Additional information was received and it was reported that at the conclusion of a transesophageal echocardiography (tee) procedure, it was found that the images were not stored in the hard disk. According to the customer service engineer (cse), the patient did not have to be rescanned as the physician interpreted the study from the live scan. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information (see section b5), correct the brand name of the device (see section d1), update the device available for evaluation (see section d10), update/correct the initial reporter information (see sections e1,e2,e3), update the manufacturer's contact information (see section g1), correct the date received by manufacturer (see section g4), update device evaluated by manufacturer (see section h3), provide the event problem and evaluation codes (see section h6), and provide additional manufacturer narrative (see section h10). The savelogs were captured and reviewed by the customer service engineer (cse). During the review, the cse found evidence of patient registration failure. The cse updated the system to vb10d software, ran diagnostic tests and verified the transducer operation. The system passed all the tests and the reported phenomenon was resolved.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: when patient name, patient ID, patient date of birth, and the patient gender match, the system works as expected. In the case of the patient's name having a difference in upper/lower case from the original generation of this patient, the sw is not correctly accounting for this difference. The system sees this as two patients with 3 of 4 identifiers matching, and does not allow the capture of clips/images. There is a limitation in the sc2000 code which does not check for the case of the patient name determining uniqueness. The result when following the workflow steps described above is that there are two patients with identical patient information except for the case of the name. Due to the sc2000 sw limitation, the capture sw cannot put the new images/clips into a study with the ""new"" name when all other identifiers match. A. The system treats upper/lower case differences as if it is a different patient name. B. With 3.5b and newer versions, a dialog box was implemented to instruct users that they match 3 of 4 identifiers and at the end of the study. The subsequent fallout of how the user responds to the pop-up messages resulting from issue a end up causing the registration to fail. As a final solution, a safety update was issued to correct this defect for loss of data.